Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained the scs system was not working. The patient stated they had not charge the device. Upon system interrogation the ipg would not communicate with external devices and was deemed inoperable. The physician replaced the patient's scs ipg with a new one and stimulation therapy was restored postoperatively.